Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The images were inspected and the manufacturer representative recommended to reduce the amount of empty space when taking lateral images and increase the "noise reduction" function to avoid image issues. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was an artifact in their image. Further information was not provided. Technical services recommended to perform radiation and fluoroscopy calibrations to see if the artifact resolved. Additional information indicated the issue did not resolve. The image was reportedly not usable because there was no patient involvement. No further actions were taken to date.